Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the rv lead was explanted and replaced due to dislodgement. The patient was stable post procedure.